Event description:
It was reported that pump displayed malfunction alarm with code 9, with no notable events occurring before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if problem returned.